Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular lead had increasing thresholds. During a normal change out the physician elected to keep the lead in place. There were no patient complications reported as a result of this event.